Event description:
It was reported that there was one episode of noise indicated as asystole within one month post implant of the implantable loop recorder device. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.